Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-02140 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-02142 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-02143 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter to deploy. The same issue occurred with the second and third resolution clip. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the device was fully deployed and the clip assembly was not returned. A kink was noted in the control wire. The slider cover and the cross pin were detached from the slider. The coil was detached from the handle. Functional analysis could not be performed due to the condition of the device. There is not enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-02140 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-02142 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-02143 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter to deploy. The same issue occurred with the second and third resolution clip. The procedure was completed with a fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.